Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a precise readings issue. Due to delivery delay, customer reported experiencing hypoglycemia with symptoms described as sweating and disorientation requiring healthcare professional administration of water with sugar for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle optium xceed meter was reviewed and the DHR showed the freestyle optium xceed meter passed all tests prior to release. DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Unable to review the retain testing as strips expired. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a precise readings issue. Due to delivery delay, customer reported experiencing hypoglycemia with symptoms described as sweating and disorientation requiring healthcare professional administration of water with sugar for treatment. There was no report of death or permanent injury associated with this event.